Event description:
It was reported that a pediatric patient underwent a knee procedure on (B)(6) 2015 and topical skin adhesive was used on both knees. At the 1 week scheduled follow-up, the patient developed a ¿stevens-johnson¿ type rash and blisters around both sites. Additional information has been requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.